Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The device history records were not reviewed as the reported event was unrelated to the implanted device. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure-related complication that can occur from surgical implantation of a new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : event unrelated to zimmer biomet device.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized articular surface left 10mm catalog #: 42512400410 lot #: 65497078, persona cemented stemmed tibial component left size c catalog #: 42532006401 lot #: 65404136, persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 65750405. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2023-00148 h3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a left knee manipulation under anesthesia to address stiffness and decreased range of motion nine (9) weeks following a left knee arthroplasty. Initial operative notes noted the patient had advanced bone-on-bone osteoarthritis. No complications were noted during the procedure. Manipulation operative notes noted that when the manipulation was performed, the surgeon felt the intraarticular adhesion slowly release and the knee steadily increase in flexion. Prior to the procedure, the patient's range of motion in passive flexion was 103-104 degrees and after the procedure it was 141 degrees. Stiffness was resolved within two (2) weeks. No additional patient consequences were reported.